Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the rpms were below manufacturer's specifications. During repair it was observed that the vanes in the motor subassembly were shattered which will reflect low power / rpms. In addition there was a hole in the hose near the muffler. These issues are indicative of wear and tear over time. The assignable root cause was due to component damage caused from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative:the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device did not have enough power to work properly. The nitrogen was turned up and there was zero effect. The reporter indicated that the device was tagged with this information. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.